Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was debris built up inside the device. Evidence of scoring on the driveshaft indicates the particles likely came from this component.

Event description:
It was reported that metal shavings were seen in the device during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.